Manufacturer narrative:
The investigations are still ongoing for 10 of the events. The follow up/corrective actions for these events are to be determined. The investigations did not identify a product problem for 12 of the events. The follow up/corrective actions for these events are as follows: 1 event - the customer replaced the reagent pack. 1 event - the analyzer was inspected and was performing within specifications. Precision studies were performed. Calibration and controls were run and were within the customer's ranges. 1 event - the hardware was checked. Precision studies were performed and these were fine. 1 event - precision studies were performed. Mechanism checks were acceptable and probe washes were ok. 2 events - none. 1 event - the sample probe and reaction cells were changed. The water was low in the wash station and the water supply tubing was replaced. The gear pump pressure was low and the pressure was adjusted. The reagent probes were purged with hypochlorite. The c (501) module was operating within specifications. 1 event - there was an issue with the reagent syringe and the sample pipettor. The reagent mechanism assembly was checked and aligned. 1 event - an instrument check was performed and was within specifications. 1 event - the customer ran controls and these were within range. 1 event - the vacuum tubing was disconnected from the wash mechanism. Probes were adjusted. A broken hood, tanks, and lamp were replaced. A decontamination was performed. 1 event - the sample probe was replaced. One of the cell covers was not placed correctly, so this was corrected. The investigation for one event determined the issue was due to a mis-adjusted sample probe. The follow up/corrective actions for this event were: adjustment of the sample probe. The investigation results for one event were: the internal wash of the sample probe was slightly below range. The ultra sonic mixer (usm) was slightly out of alignment. The follow up/corrective actions for this event were: replacement of the valve bank. The usm was adjusted to specification. The investigation results for one event were: the investigation determined the customer used the c501 instrument as an hba1c instrument only and ran a high throughput of samples. During this high throughput, the instrument was not performing any wash cycles; instead of this, the customer was replacing cuvettes weekly. Operating the instrument this way is not recommended and can cause issues. The cuvettes become increasingly contaminated and it is not known when exactly cuvettes must be replaced if no wash cycles are performed. The pipettor can become contaminated. The hardware issue related to the broken spring of the sample pipetting unit contributed to this issue as well. The calibration shift was due to the customer cleaning the sample probe and cuvettes. This shows that the performance of the system is affected by contamination of the sample probe and cuvettes. The follow up/corrective actions for this event were: an issue with the sample probe was identified and it was replaced on 03-oct-2018. The spring of the sample pipetting unit was also replaced. After the sample probe and spring were replaced, qc results were back within the target values. The investigation results for one event were: a squeegee on the rinse mechanism was bent. The follow up/corrective actions for this event were: the squeegee was replaced and the system was decontaminated. Seals were replaced and pump pressures were adjusted. The investigation results for one event were: the external rinse well for the sample probe was not providing enough rinse water. The follow up/corrective actions for this event were: adjustment of the rinse water and sample probe. Precision studies were performed and were acceptable. The investigation results for one event were: the sipper syringe was leaking. The follow up/corrective actions for this event were: the sipper syringe was rebuilt. Tubing, pump, and pump head were replaced. The blank water volume was decreased. Precision studies were performed. The customer ran successful controls. The investigation results for one event were: the instrument's main pump airlocked after the water tanks were replaced. The follow up/corrective actions for this event were: the water pump was primed. A cell blank measurement was performed and was acceptable. The customer ran calibration and qc that was acceptable. The investigation results for one event were: there was an issue with the water system. The follow up/corrective actions for this event were: the water system was repaired and the sample probes were cleaned. Rinse levels and pump pressure were checked. The customer ran calibration and qc and performed a 5 patient sample correlation. All results were within specification. The investigation results for one event were: squeegees were bent and worn causing water to form on the disk. The follow up/corrective actions for this event were: the squeegees and head were replaced. A precision check was performed and diagnostic tests were completed with no errors. The investigation results for one event were: the tubes on the cell wash were damaged the follow up/corrective actions for this event were: the tubes on the cell wash were replaced. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>32</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas 6000 c (501) module. The events involved a total of 453 patients with the following: 1 erroneous result for phno2 phenobarbital. 7 erroneous results for crep2 creatinine plus ver.2. 383 erroneous results for a1c-3 tina-quant hemoglobin a1c gen.3. 10 erroneous results for ca2 calcium gen.2. 2 erroneous results for alp2 alkaline phosphatase acc. To ifcc gen.2. 1 erroneous result for albt2 tina-quant albumin gen.2. 1 erroneous result for altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation. 1 erroneous result for etoh2 ethanol gen.2. 2 erroneous results for hdlc4 hdl-cholesterol plus 4th generation. 1 erroneous result for astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation. 1 erroneous result for nh3l ammonia. 26 erroneous results for phos2 phosphate (inorganic) ver.2. 1 erroneous result for li lithium. 3 erroneous results for crpl3 c-reactive protein gen.3. 1 erroneous result for dbili direct bilirubin. 11 erroneous results for crej2 creatinine jaffé gen.2 . 1 erroneous result for ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc / szasz. 1 erroneous result for ureal urea/bun. 16 patients' ages ranged from (B)(6) to (B)(6). The remaining patients' ages were requested, but not provided. 2 patients' weights ranged from (B)(6) to (B)(6). The remaining patients' weights were requested, but not provided. There were 7 females and 11 males. The remaining patients' genders were requested, but not provided. The patients' races were requested, but not provided. The patients' ethnicities were requested, but not provided.

Manufacturer narrative:
For 8 of the remaining events, the investigation for one event did not identify a product problem. The cause of the event could not be determined. For one of these events, the analyzer was checked, tubing was changed, and precision studies were performed. For one other of these events, the field service engineer determined the instrument was operating with specification during preventive maintenance and an ise related service visit. For one of the remaining events, the investigation determined the cause was a worn vacuum pump which was replaced. For one other of the remaining events, the investigation determined the cause was maintenance and preanalytic issues that affected the sample pipetting.